Event description:
It was reported that resistance was met during advancement of the voyager balloon dilatation catheter (bdc) to the 95% stenosed, heavily calcified and tortuous lesion in the mid left anterior descending coronary artery. The balloon only partially inflated during the first inflation at 8 atm and was removed without difficulty. There was no reported adverse patient effect and no significant clinical delay in the procedure. No additional information has been provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager balloon catheter found blood visible in the guide wire lumen and on the balloon and shaft, consistent with the catheter advanced into the patient anatomy. The balloon had relaxed folds. The crossing profile and 2/3 collapsed balloon profile were measured and met manufacturing criteria. A new indeflator was used in attempt to inflate the balloon to the rated burst pressure, when it was observed that fluid was coming out from a tear in the balloon 6 mm proximal to the distal balloon marker for a length of .5 mm. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support, and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was heavily tortuous and heavily calcified, which may have contributed to the resistance. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the protective sheath is placed over the balloon. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the rated burst pressure (rbp) prior to release. There was no report of any leak or damage to the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use and that a product deficiency did not contribute to the difficulties experienced during the procedure. It is likely that the balloon material was damaged (scratched) during interactions with the heavily calcified lesion, resulting in the reported inflation difficulties. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to this report. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middle weight. Inflation: merit. Guide cath: 6fjl4. Rhv: merit. Sheath: 6fr. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.